Manufacturer narrative:
Retainer ring = black. Unit passed the displacement test. Unit received with cracked keypad overlay at select button and fading serial number label. The unit p-cap / test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the key pad. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.